Event description:
It was reported that the patient's right ventricular (rv) lead dislodged the day after implant. The physician performed a revision procedure, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).